Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient reportedly recovered. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident which required medical intervention. The recipient presented with performance issues. Programming adjustments were made which resolved the issue. Device testing revealed results within normal limits.